Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same event as MFR.#9616680-2010-00820, 9616680-2010-00821.

Event description:
It was reported that, "upon opening sterile pouch nurse noticed holes and indentations from screw threads in pouch. The sterility of these items was in question. They were not used or opened onto the sterile field."